Event description:
An olympus hysteroscope adaptor was going to be used in conjunction with a hydrothermablation procerva procedure set on (B)(6), 2010. According to the complainant, upon unpacking, the device was found to be "rusty and used". Clinical follow up information revealed that there was no water damage noted on the outside of the packaging , outside of adaptor appeared corroded and scratched and the device had just been received, not part of the customer's stock. There were no patient complications reported with this event.

Manufacturer narrative:
The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.